Manufacturer narrative:
DHR review: no anomalies detected by checking the manufacturing chart related to lot# of the physica cr tibial plate. This is the first and only complaint received by limacorporate on this specific lot#, on a total of (B)(4) physica cr tibial plates manufactured with this lot#. By our records, (B)(4) tibial plates belonging to this lot# were implanted without receiving other complaints on this lot#, as mentioned above. X-rays are not available. Explants analysis: we received the explants, and focused our analysis on the tibial plate. The application of the surgical cement appears to be adequate on the inferior part of the tibial plate. X-rays are not available so we cannot define with precision the causes of the tibial plate sinking, but we believe that it could have been caused by either one or both the following: tibial plate not perfectly placed on the cortical bone during previous surgery (a slight under-dimensioning of the tibial plate cannot be excluded) excessively poor bone stock of the tibia we also repeated a dimensional check on the explanted tibial plate, which confirmed that the dimensions of the plate are compliant to specification. Conclusions: according to the investigation, this should be an event patient-related (excessively poor bone stock of the tibia) maybe combined with a suboptimal implantation technique during previous surgery. Event not product-related. (B)(4). No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Knee revision surgery done on (B)(6) 2016 due to post-op sinking of the physica tibial plate. Date of primary surgery is unknown. Event happened in (B)(6).

Manufacturer narrative:
DHR review: no anomalies detected by checking the manufacturing chart related to lot# of the physica cr tibial plate involved (201414216). This is the first and only complaint received by limacorporate on this specific lot# on a total of 24 physica cr tibial plate #3 manufactured with this lot#.

Event description:
Knee revision surgery due to tibial plate sinking done on (B)(6) 2016. Event happened in italy.